Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). In both locking caps, each t25 as well as the thread were damaged. The thread of the pedical screw was damaged and the internal collet was twisted by 90°. The abovementioned behavior, tilting after screwing in, points out that the collet was already tilted in the screwhead at this time. The rod did not seat sufficiently deep inside the screwhead. It is possible this led to the damage of the thread when screwing in. On the op technique, it is recommended to align the polyaxial heads with the head-aligning instrument since this will additionally prevent the collet from being twisted. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
The patient was provided from l3-s1 and 1 level travios (l4/l5). The rod was then inserted after setting the screw, and the locking caps were at first set on one side starting with l3, without final tightening. When inserting the locking cap at s1, it appeared that the locking cap could be set with no further problems. After removing the instruments, it was found that the locking cap was tilted and not completely anchored within the screwhead. The locking cap needed to be removed. Then a new locking cap had to be set. However, it resulted in the same outcome, the locking cap was not completely anchored within the screwhead. The 2nd locking cap was then removed. It appeared, the locking cap glided into the screwhead. The locking cap however suddenly became tilted, the tulip head moved apart when continuing to screw. Since it was no longer possible to insert the locking cap with this screw, all locking caps had to be reopened. This is 1 of 3 reports for complaint (B)(4).